Manufacturer narrative:
Investigation report attached is on unused sample returned by the customer from a different lot number than the one originally reported. (B)(4).

Event description:
When removing the needle from the patient's fistula, the safety cover slid completely off the fistula needle, leaving the sharp needle exposed.